Event description:
Reference MDR #1219856-2009-00441 for the first event involving the same patient. It was reported that the indication for use was cardiology emergency. While in the cardiac care unit (ccu) the intra-aortic balloon (iab) was inserted into the sheath and at about the 10th cm the iab became stuck in the sheath. The iab and sheath were removed as one unit. Another iab was opened to be used. Per the distributor, the patient passed way due to the patient's "poor condition." Reference MDR #1219856-2009-00443 for the third event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.